Manufacturer narrative:
The returned valve has been analysed by our laboratory. The malfunction hasn't been confirmed. But given that the valve was cleaned by the customer before being returned to the manufacturer, no conclusion can be drawn.

Event description:
While the spv2010 was functional outside the patient, once connected to the ventricular catheter, it seems not permeable. The surgeon replaces the valve with a new one.